Event description:
It was reported that during in-house engineering evaluation, it was determined that the vapr coolpulse90 electrode device had a suction failure and foreign substance/debris/cleaning/sterilization. The reporter initially stated that during an unspecified surgical procedure, it was found that the electrode was not functioning. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary: the products were returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found it was returned in original package. The tip showed signs of activation. The shaft was deformed. The tip, handle, tubing and plug did not show any signs of damage. The device will be sent to the manufacturer for further testing. The supplier performed an evaluation with the following results: the device was returned in its original packaging; the device was in used condition with tissue debri in the active tip. The shaft was deformed at the distal end. Procedural residue was visible in the suction tube. The device passed the electrical testing but failed the functional test, failing to reach the minimum flow rate. The suction failure was further investigated by subjecting the device to both positive and negative pressures. The flow rate test was repeated and still failed to meet the minimum specification. Evaluation of the device revealed that blocked tip was likely to have occurred if the tip was buried in tissue although this cannot be confirmed. The customer complaint can be substantiated. The overall complaint was confirmed as the observed condition of vapr coolpulse90 electrode would have contributed to the complained issue. ¿ based on the investigation findings, the potential cause for the observed condition is traced to the procedural variables, such handling of the device or product interaction during procedure. As per instructions for use (IFU), electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. For electrodes with suction, attach the suction adapter to standard hospital suction equipment. Ensure that the roller clamp is open, and vacuum is in the range of 300 mmhg to 700 mmhg. Failure to maintain the recommended suction may result in device failure. Do not allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a manufacturing record evaluation was performed for the finished device lot number (u2504015), and no non-conformance was identified.